Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and replaced the breath delivery (bd) printed circuit board (pcb). The unit passed testing and operated within the manufacturing specifications. The unit has been returned to use.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator stopped ventilating. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Device evaluation summary: the breath delivery printed circuit board was returned for failure investigation. A visual inspection of the returned part was conducted and no anomalies were observed. The part was attached to the failure investigation test ventilator for analysis. The ventilator was powered up normally and no errors were recorded in the diagnostic logs. The ventilator was put into normal ventilation mod and ran successfully for 90 hours. A review of the ventilator diagnostic logs revealed that no errors and no unexpected alarms were observed during the run in period. Ventilator diagnostic logs did show that error codes all occurred on the event date of 02 october 2018. These error codes, which could not be replicated during failure investigation testing, are caused by dram devices manufactured by the vendor alliance. Alliance manufactured devices were discontinued and replaced by oki manufactured devices for bd pcb, part no:(B)(4) from the (B)(4) 2005. If a critical failure of any of the dram components were to occur during ventilation, the unit would generate a vent inop condition. The appropriate audio and visual alarms would enunciate. If information is provided in the future, a supplemental report will be issued.